Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button. The patient's blood glucose at the time of incident was 160 mg/dl. Troubleshooting was initiated for the stuck button alarm. The customer did not press a button down in excess of 3 minutes. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No stuck button alarm during our testing. No unlocked j1 printed circuit board keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.